Manufacturer narrative:
(B)(6) h3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. The event history log determined there was no missed setting or other errors related to delivery failures. Functional testing could not confirm the customer reported issue. The pump accuracy was within specification. Service history identified the complaint was not related to a previous service of the device within the review period. The investigation was not able to determine the cause of the reported issue. The pump was returned unrepaired to the customer at customer's request.

Event description:
It was reported that the capacity is greater than the set value. Per reporter, this fault occurred during while the me inspection was in progress, so there was no patient using the machine. There was no patient involvement and no health damage was reported.